Event description:
It was reported the device did not give alarm when fluid level was too low. No patient involvement reported.

Manufacturer narrative:
UDI is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Device was received in with minor scratches on the enclosure and reservoir tank cover, worn line cord and pole clamp assembly. The technician added water to the minimum water level, installed test l-70 disposable and powered on device. The reported issue was not confirmed. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. The technician replaced the float switch as a preventative measure.

Event description:
Additional information received via email 4-jan-2022. Event date updated. No patient involvement.